Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer loaded a cartridge and the pump did not detect a cartridge. Tandem technical support confirmed there were no alerts or alarms in the pump logs. The customer's blood glucose level was not impacted.